Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and silicone migration.

Event description:
Patient reported right side rupture. Healthcare professional confirmed right side rupture and a lymph node in the upper outer quadrant on the breast containing silicone. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported, "rupture" against right device. Healthcare professional later reported, there is a lymph node in the upper outer quadrant on the r breast containing silicone. Capsular contracture, baker grade iii was reported on follow up questionnaire. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to rupture device were observed. - was observe crease however not is considered workmanship due to the device was explanted.

Event description:
Device has been explanted.